Event description:
Mastisol adhesive was used to better secure dressing / steri-strips after orthopedic surgery to remove hardware in knee and clavicle area. The mastisol cause an allergic reaction of severe blistering and itching. It was so painful. I have heard this now from many people who have had orthopedic surgery. Mastisol is nasty stuff, difficult to remove and just unnecessary. Please warn doctors and pts of the potential for an allergic reaction including severe blistering and possible skin infection. Thank you. How could I text or send a photo?. Dates of use: (B)(6)2014. Event abated after use stopped or dose reduced ? Yes.